Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): a3dr01 implantable pacemaker 2013-(B)(6), 5086mri implantable pacing lead 2013-(B)(6), (B)(4).

Event description:
It was reported that the right ventricle (rv) and right atrial (ra) leads were suspected of a cardiac perforation. It was also reported that the patient presented due to complaint of fatigue and increased pericardial fluid was confirmed. The patient was admitted and drainage was performed. The rv and ra leads remains in use. No further patient complications have been reported as a result of this event.